Event description:
Additional information received reported that the immediate post op period, the impedances did come down but it was unknown what they were at the subsequent follow up. The patient did feel stimulation intra-op with the new lead when high impedances were read. No root cause of the high impedances on the new lead was identified.

Event description:
It was reported that during the implant of the first lead (serial number (B)(4)) the patient was ¿not feeling paresthesia.¿ impedance testing performed at 0.7 volts at that time found impedances ¿were high but below 10000¿ ohms. A replacement lead (serial number (B)(4)) was then used, however impedance testing found impedances were ¿also high but below 10000 (ohms) on the new lead.¿ post-operatively it was noted the patient was ¿feeling stimulation¿ with the second lead when set to approximately 8 volts with a 450 pulse width. It was noted the patient was ¿feeling stimulation in the areas of her pain¿ and that the patient was ¿doing well since her implant.¿ there were no patient complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the lead, lot# va0la4l015, found no anomaly.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).